Event description:
Reference number (B)(4). Event occurred in spain. The patient reported that the infusion set tape was not sticking and the cannula fell. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.